Event description:
It was reported that the patient's log files were submitted for review. The log files showed a dip in power and flow on (B)(6) 2024 and (B)(6) 2024. The power and flow recovered to baseline values. On (B)(6) 2024 and (B)(6) 2024, the patient had low voltage alarms. The patient was seen at the hospital on (B)(6) 2024 and sent home the same day. Log files were reviewed, and the cause of the low voltage alarms was because the patient slept on battery power and did not change their batteries in a timely fashion. On (B)(6) 2024 the patient presented to the emergency department, again, with complaints of dizziness and near syncope. They were instructed to increase fluid intake. The patient's system controller was exchanged, and no further issues with power and flow occurred.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The account reported that the cause for the dip in power and flow was not identified. The issue had resolved, the patient did not have any further power or flow alarms on interrogation on (B)(6) 2024. The system controller was exchanged out of an abundance of caution to rule out any controller dysfunction. Following the exchange, the patient was ambulated around the emergency depart (ed) without any dizziness, lightheadedness, or complaints of presyncope.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported system controller (serial #(B)(6)) was exchanged to system controller (serial # (B)(6)) on (B)(6) 2024 to rule out the device as a precaution. No functional issue was reported with the returned system controller. The device passed the functional testing, confirming all visual and audible alarms activated when induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The device functioned as intended. Analysis of the log file did not capture any notable events related to system controller function. The driveline was physically disconnected on (B)(6) 2024 at 13:20:59, which is consistent with the reported system controller exchange. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.